Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle had retraction issues. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: observations and/or testing; was not conducted because no units (samples) or photos were provided for this incident for the alleged defect of needle retraction failure. DHR review; was conducted for this investigation which disclosed the following: lot 8037888; was built on afa line 7 on 11feb2018 through 25feb2018 and packaged on afa line 11 from 15feb2018 through 27feb2018 for the quantity of 446,010ea. *there were no indications of the alleged defect as it was noted that there were no reject findings throughout the build of this lot that would impact upon the quality of the product. *all required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. * needle retraction by button activation was performed at various stages throughout the process, all the inspections passed per specifications. *one temporary deviation was in affect during this build (td 2017-60: update to the weekly flush schedule for added flexibility to alight with scheduled preventative maintenance activities). Conclusion(s): indeterminate: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle had retraction issues. There was no report of exposure, injury, or medical intervention.